Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This report was inadvertently submitted as a duplicate. The reported event was originally reported under medwatch 1220908-2022-00683. It was determined during the investigation that this issue was mistakenly reported against this device and that the issue was captured with the correct device on medwatch 1220908-2022-00683. Evaluation results: the device was returned to zoll canada for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including multiple electrical safety tests without duplicating the report. An internal inspection found no discrepancies. The analog board was replaced as a precaution. The device was recertified and returned to the customer. The device activity log does not capture reports of this type. Analysis of reports of this type has not identified an increase in trend.